Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B) (4). Conclusion: the reported event occurred because of an interaction between implant and programmer operations, and user practice. This case was not covered by the programmer software specifications. This will be corrected in the next version of smartview (coming after (B) (4)). Meanwhile, to avoid this situation, the interrogation session started before the implantation procedure has to be ended. A new interrogation must be preformed in order to program parameters after implantation procedure is finished.

Event description:
During the one-week post-implant follow-up of the device involved in this report, no follow-up data stored in device memory (aida) was available on programmer screen. Few minutes later, the device was interrogated again, showing this time normal behavior regarding follow-up data available from device memory.